Event description:
The customer reported via phone call that he had a low blood glucose event. Blood glucose at the time of the incident was between 28 and 29 mg/dl. Customer stated the paramedics were called but he was not taken to the hospital. The customer stated that the sensor was reading 180 mg/dl, he was outside and was about to start work and he fell and 911 was called. The customer stated that he was using a different insulin pump at the time. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-17715.